Event description:
It was reported that the patient marked ventricular tachycardia (vt) episodes were not being picked up by the implantable cardiac monitor (icm). It was discussed that tachycardia parameters could be changed to increase auto detection. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.